Event description:
Errant coil perforated the amniotic sac causing her water to break [device dislocation]. Went into premature labor at 26 weeks [premature labor]. Essure failed [device ineffective]. Errant coil perforated the amniotic sac causing her water to break [premature rupture of membranes]. Pregnant with essure [pregnancy with contraceptive device]. Case description: serious, related, unlisted (incident, unanticipated). This spontaneous case report was received from a consumer in the united states on (B)(6) 2014 via internet. It describes the occurrence of pregnancy with essure, essure failed, in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and errant coil perforated the amniotic sac causing her water to break, and she went into premature labor at 26 weeks. Male baby was born with under-developed lungs and died on day of birth, case was reported at bayer case number (B)(4). No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted for permanent birth control. Reporter assessed the events were related to essure. Follow-up - ptc (product technical complaint) investigation result received on (B)(4) 2014 (global company ptc number (B)(4)). Follow up (B)(4) 2014: consumer refused to answer more questions.

Manufacturer narrative:
Evaluation summary: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Lack of effectiveness is not necessarily indicative of a quality defect as it may occur with the use of any product. Additionally, pregnancy may occur during any contraceptive use. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect." Based on the information available, there is no reason to suspect a quality defect. Follow up 05/08/2014: consumer refused to answer more questions. Company causality comment: a spontaneous case of pregnancy with essure, essure failed, errant coil perforated the amniotic sac causing her water to break and she went into premature labor at 26 weeks in a female consumer of unspecified age in association with essure (fallopian tube occlusion insert) use was reported by a consumer. This case is not medically confirmed. Errant coil perforated the amniotic sac causing her water to break is regarded as serious injury. The aspect of device dislocation is listed in the reference safety information for essure, whereas the perforation of amniotic sac is unlisted. This caused a complication of premature labor, which is also seen as serious injury and unlisted for essure. Given the compatible temporal relationship and the lack of an alternative explanation these events were considered as incidents. Pregnancy with essure and essure failed are considered as non-serious, listed and related to essure (non-incidents). Product technical complaint investigation received: based on the information available, there is no reason to suspect a quality defect.